Event description:
Rn checked regulator on suctioning device prior to suctioning infant. Setting was to be no higher than 60. Regulator at that time was at the correct setting. Rn began ett suctioning and noticed bright red blood. She discontinued use and checked the setting on the suction device and discovered that the suctioning regulator had jumped to full vac.